Manufacturer narrative:
N/ad6b - explant date and d6a - implant date were updated - as the device issue was noted during preparation and not used in the patient.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2023, a 35mm amplatzer pfo occluder was selected for an implant. During the procedure there was slight weaves of thread coming off seen on the sides of the rims on the device. The physician felt that this was not comfortable for the patient and decided to change the device. Another 35mm amplatzer pfo occluder was opened and implanted successfully with no adverse effect. Patient stable.

Manufacturer narrative:
The reported event of a protruding polyester thread was confirmed, a sewing knot was preset on the proximal disc of device. However this knot met dimensional specifications when analyzed at abbott. The sewing knots that are seen above the nitinol wires are considered a normal and acceptable characteristic of the occluder and are a result of the manufacturing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 35mm amplatzer pfo occluder was selected for an implant. During the procedure there was slight weaves of thread coming off seen on the sides of the rims on the device. The physician felt that this was not comfortable for the patient and decided to change the device. Another 35mm amplatzer pfo occluder was opened and implanted successfully with no adverse effect. Patient stable.